Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed that the cartridge could not be used. The customer's blood glucose (bg) level was 276mg/dl and a correction bolus was delivered to address the bg level. Tandem technical support guided the customer through loading the same cartridge and the cartridge was successfully loaded.